Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) lost capture. Capture was restored by increasing the pacing output. Cpi was also notified that the tachy therapy of this ICD has been programmed off because of the patient's poor condition.